Event description:
Per the clinic, the patient experienced poor performance with device use. The device was explanted on (B)(6) 2020, and the patient was reimplanted with a new device during the same surgery.